Event description:
It was reported that noise was observed on the lead that resulted in vf detection and inappropriate atp and high voltage therapy. The patient was brought in to the clinic. Isometric testing did not reproduce the noise. Increased ventricular thresholds and decreased sensing were also observed. It was noted that these issues began occurring after the patient had an lvad system implanted. Testing was minimal due to patients frail health. The patient had been feeling fatigued and short of breath. The device was programmed to vvi 40 with ICD therapies remaining on but with long intervals to detect. The patient was being evaluated for transplant.

Event description:
New information received indicated that non-sustained rv oversensing was observed with noise being sensed after r-waves. The noise was variable in interval and amplitude. No further information available.

Manufacturer narrative:
(B)(4).